Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4) - no consequences or impact to patient; no known device problem. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: (no device failure): based on the complaint history and work order search, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4). Device not returned.

Manufacturer narrative:
Results: a visual inspection of the returned product found one plate haptic has a tear. There was evidence of clear surgical residue on lens surface. The returned lens had blue string around the positioning holes and a small string was on the lens surface. Physician uses the string to sew the lens in the eye when needed. Conclusions: based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4204vl silicone single piece lens into the patient's eye. The lens did not sit well in the eye. The physician changed his mind and decided to remove the lens and implant a different lens model. There were no problems or issues with the lens. It was just not the right lens for the patient. There was no patient injury.